Manufacturer narrative:
Concomitant medical products: product ID: 978b128 ,lot# va2e5bn, implanted: (B)(6) 2021 product type :lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: 00763000203726. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have noticed since they used their zero turn riding lawn mower that patient has had a return of symptoms and reported they are "kind of" back to where they started. Patient stated they are worried the "wires" have come loose and inquired about how they would know this. Patient stated they know therapy was still on because patient can feel stimulation in their right leg at times. Patient provided event date as a couple weeks ago.  The patient was redirected to their healthcare provider to further address the issue.